Event description:
Boston scientific received information that the physician experienced placement difficulty while implanting this left ventricular (lv) lead due to patient anatomy. The lead was successfully implanted however high thresholds and diaphragmatic stimulation were exhibited post wound closure. The lead was observed to have dislodged. The lead was programmed off with no revision procedure at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.